Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a replace controller fault was confirmed. A review of the submitted log file showed 240 events spanning approximately 20 days (12oct19 ¿ 01nov19 per time stamp). On (B)(6) 2019 at 05:19, there was a sudden pump stop while the patient was supported by the power module. The speed returned above the lsl a few seconds later. These pump stops and low speed events had corresponding low speed hazards, low flow hazard alarms, and a vcc out of range alarm. This event coincided with a replace controller and yellow wrench alarm that activated due to an a/d converter fault. The pump stop is captured under the pump investigation in (B)(4). No other notable alarms were active in the log file. System controller, serial (B)(6), was functionally tested and found to operate as intended during analysis. No alarms were reproduced during testing. The controller was able to support pump function for an extended period of time. The pump stop can not be correlated with the system controller. A root cause for the reported event cannot be conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a replace system controller fault. Per the controller history, this may have caused a pump stop or be caused by a pump stop. The patient did not have any symptoms during the event. The controller was exchanged quickly by the registered nurse and has been running well since the exchange. The patient was discharged home. No further information was provided.